Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "november". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after application of adc device and was therefore unable to test. Customer experienced nausea, headache, sweating, trembling, blood poisoning and a loss of consciousness. Customer had contact with healthcare provider who performed blood glucose test and was treated with unspecified infusion, acetylsalicylic acid, atorvastatin, enalapril for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.